Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The distal conductor was fractured. Blood/body fluid was found on the proximal conductor (not obstructed), which also appeared stretched and fractured (overstress). The outer insulation was found to have a white substance and a cosmetic depression, and the inner insulation was kinked buckled. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The lead appeared to have been stretched.

Event description:
The lead was explanted for an unknown reason. Follow up was attempted for additional information, but was unsuccessful. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.